Manufacturer narrative:
The handpiece was repaired by a repair shop, where the turbine was replaced with a non-nakanishi part. The importer's own MDR filing of this incident (report no. 2411236-2007-22072) states as follows: "our repair facility has evaluated the handpiece in question since they had previously repaired it prior to the incident and non original equipment MFR (OEM) turbine was installed. Their findings were as follows, 'the handpiece and turbine were found to be in good working order. They also noticed the handpiece did not have any residual oil in the handpiece; this may have had something to do with the bur slipping out as the chuck slides up and down within the spindle grabbing the bur. If not lubricated, the chuck might hang up causing the bur to creep out.' " thus, the repair facility's evaluation confirms the nakanishi-manufactured handpiece was in good working order. Nakanishi's own evaluation indicates that the head-button action required to open the bur-grabbing chuck utilizing the non-nakanishi replacement turbine is too heavy, and insertion and removal of a bur is not smooth. Nakanishi suspects that the user might have mistakenly believed the bur was in place in the chuck when the user felt the bur was too tight to insert any further, but in fact the bur was not in the chuck. Nakanishi did not manufacture the turbine from which the bur flew out. This subject turbine does not show any manufacturer's name or identification. Nakanishi believes this no-name component to be the cause of the incident, and further believes the FDA should more closely regulate the manufacturers of such replacement components. Because the nakanishi-manufactured device was not the cause of the incident, no baseline report is being filed.

Event description:
The dentist was using the handpiece on a pt, and the bur flew out of the handpiece. The pt swallowed the bur.